Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the jaw damaged, but no part broke off of the device? R./ yes, it broke. Did the moveable top jaw break off? R./yes. Did the ceramic (on the lower non-moveable jaw) separate or break off? R/ no. Did the electrode (on the lower non-moveable jaw) separate or break off? R/ no. Did the detached part fall into the patient? R/ yes, but the detach part was removed from patient. Was the detached part retrieved from the patient? R/ yes. Did this cause a change in the plan of care for the patient? R/ no, device was replaced.

Event description:
It was reported that during an unknown procedure, when the surgeon was activating the device while holding the vessel, hears a strange sound and suddenly sees that part of the device broke. Suture was used to complete the procedure. There were no adverse consequences for the patient.